Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found a bad lld spring and tip clip in the reported problem area of the pipette assembly. Replaced lld spring, tip clamp, plunger clamp and tip clip. The instrument was inspected, tested without further problem, and returned to expected operation.